Manufacturer narrative:
(B)(6). Article citation: ana paula de azambuja, fabíola gevert, raisa merhy oliveira, ana paula sebastião, anne karoline groth. Use of flow cytometry and cytology to differentiate breast implant-associated anaplastic large cell lymphoma from reactive seromas in brazilian patients. Clinical cytometry 18 nov 2021; 1-5. The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma-alcl-suspected.

Event description:
Through journal article titled "use of flow cytometry and cytology to differentiate breast implant-associated anaplastic large cell lymphoma from reactive seromas in brazilian patients" reporting nine bia-alcl positive cases when one hundred seventeen sequential collections of suspicious periprosthetic fluid (pf) from 105 brazilian patients were evaluated by routine cytomorphology and flow cytometry. Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The affected sides are unknown. Status of devices is unknown. Manufacturer of devices is unknown.